Event description:
It was reported by service report that the fowler was drifting down with pt weight. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: defective fowler brake kit clutch.